Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The physician implanted a stent graft (tgt3410/8530778) in the position where the left subclavian artery was intentionally covered (in zone 2). The patient tolerated the procedure. On (B)(6) 2014, a follow-up computed tomography (CT) did not show a pseudo-aneurysm. On (B)(6) 2014, another follow-up CT revealed a pseudo-aneurysm. On (B)(6) 2014, a follow-up CT angiography confirmed that the pseudo-aneurysm was formed in the area proximal to the flare structure of the stent graft. The physician takes a wait-and-watch approach to the pseudo-aneurysm now but is planning that additional stent graft with fenestration is implanted or that an open thoracic procedure is performed to treat the pseudo-aneurysm, depending on the test results. The patient was transferred to another hospital, and the current patient¿s condition is unknown. Per the physician, the flare structure of the stent graft has hit the vessel wall for a long period of time, which may have been attributed to the pseudo-aneurysm formed.

Manufacturer narrative:
Corrected event description regarding the information on 8/18/2014. Added reintervention to treat the pseudo-aneurysm and the patient's condition after the reintervention.

Event description:
On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3410/8530778). The physician implanted a stent graft in the position where the left subclavian artery was intentionally covered (in zone 2). The patient tolerated the procedure. On (B)(6) 2014, a follow-up computed tomography (CT) did not show a pseudo-aneurysm. On (B)(6) 2014, another follow-up CT revealed a pseudo-aneurysm had been formed in the area proximal to the flare structure of the stent graft. On (B)(6) 2014, the patient was implanted with a non-gore fenestrated stent graft to treat the pseudo-aneurysm. Additionally, a bypass procedure was performed from the right common carotid artery to the left common carotid artery to maintain blood flow to those arteries. On (B)(6) 2014, the patient had been doing well with the pseudo-aneurysm treated. It was reported that the flare structure of the stent graft has hit the vessel wall for a long period of time, which may have been attributed to the formation of pseudo-aneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.